Event description:
Customer reported via phone call that they hospitalizes and visited to emergency room due to high blood glucose level on unknown date. Customer's blood glucose value was 900 mg/dl at the time of the incident. Another blood glucose level was 392 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.